Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch alarms were confirmed and reproduced (as a door not fully latched alarm) while running a loaded set during the device investigation. This condition was determined to have been caused by a backed out link screw, which allowed movement of the link. This movement caused the reported door latch alarms. The link screws were replaced to correct this condition.

Event description:
It was reported a spectrum pump had door latch errors while the pump was running. This condition was found during testing, and there was no patient involvement.